Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify charge/battery lasts less than expected anomaly due to blank display. (B)(4).

Event description:
It was reported that insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer uses battery energizer. Customer did not use sensor and the sensor option was in off. Troubleshooting was performed. The device will be returned for analysis.